Event description:
After firing instrument, dr noticed a hole at anastamosis of 2 ends of bowel. Manufacturer response for curved intraluminal 29mm, curved interluminal 29mm (per site reporter). Do not have a response yet.